Event description:
The customer contact reported a separation. It was reported that prior to patient use, the sight chamber was separated from the tubing set, upon opening the package. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.